Event description:
During a prostectomy procedure, the clips would not hold after placing. The surgeon used another like device to complete the case. There were no adverse consequences to the patient. One device returning.